Manufacturer narrative:
510k: this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. : based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2020, the procedure to extract osteosynthesis material tibial nail and orthopaedic distal synthes osteosynthesis screw was performed. At the medial malleolus level, the screw could not be mobilized with a screwdriver. After multiple attempts, deformity of impression marks made it impossible to remove. The screw was finally removed without any real damage. There was an unknown surgical delay with difficulty extracting the cannulated screw. This report is for one (1) unknown screwdriver. This is report 2 of 2 for (B)(4).